Event description:
Laser fiber malfunctioned x 6 during two seperate surgical procedures in 2004. (Ie laser fired straight ahead even with cap in placed).

Event description:
Laser fiber malfunctioned x6 during two separate surgical procedures in 2004. (Ie laser fired straight ahead even with cap in place).